Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the wire of the basket was broken when the user grasped the stone and tried to retrieve the device. A visual examination noted that one of the wires in the basket formation appeared to have been pulled from the cannula. The procedure was finished with another device, and there were no injuries or additional procedures. No pieces of the device were left in the patient.